Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported when taking injection, the patient end broke off in his injection site. Stated, he was able to remove the needle. Stated, he does not re-use pen needles. Stated, he rotates injection sites but does not pinch up when taking injection. Did not seek medical intervention. Stated, this issue has occurred in the past with different boxes/lots, but this is his first time calling in to report it. Lot: 3059932. Catalog: 320109. Date of event: 2024-07-16. Samples: yes cl.